Event description:
During a revision surgery to address a femur fracture caused by a fall, poly wear was also found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device and x-rays associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Provided information states the patient fell and broke her femur below long stem endurance prosthesis. The surgeon pulled the stem and liner and put in a lps femur to stabilize the patient. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.